Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.

Manufacturer narrative:
H6; code 100: deformed lifter. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported "device jammed" during surgery may have been due to a deformed lifter. The instrument was received with a twisted staple jammed in the cartridge nose and the staples at the front of the cartridge track were also twisted. No functional testing could be performed because the twisted staples could not be realigned in the track for proper feed to occur. The instrument's cartridge was disassembled and the lifter was found to be deformed, which was due to a vendor error. There were 24 staples in the instrument. The appropriate mfg and engineering personnel have been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve products.